Event description:
The customer reported that the thermometer did not register a fever. The customer took her son to urgent care where the temperature was reported to read (B)(6). There were no reported complications from this incident. Arc requested and received the returned device. Upon investigation, the problem was verified. No other complaints of this type have been verified. No root cause could be confirmed. This problem will continue to be monitored and trended.